Event description:
It was reported that this left ventricular (lv) lead was surgically revised due to dislodgement. There was no prior call logs related to lv lead. This lv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no further issues on the lead and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that there was evidence suggest that therapy was not compromised and the issue was resolved during the implant procedure. Amending MDR decision to MDR: no report.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to dislodgement. There was no prior call logs related to lv lead. This lv was replaced and never in service. No adverse patient effects were reported.